Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued multiple alerts for low out of range pacing impedance measurements of less than 200 ohms on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Upon review oversensing of noise leading to inappropriate anti-tachycardia pacing (atp) and inappropriately stored ventricular fibrillation (vf) episodes was also observed. Boston scientific technical services (ts) suggested bringing the patient in for evaluation and consider a revision procedure. The patient was brought into the clinic and an x-ray was taken, which did not yield any significant findings, thus the physician opted to perform a replacement procedure. A procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. A new ICD system was successfully implanted and no additional adverse patient effects were reported.